Manufacturer narrative:
Concomitant medical products: 6945, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead due to high capture threshold. It was noted that the threshold appears chronically elevated. The ra lead remains in use. No patient complications have been reported as a result of this event.